Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare professional via field representative regarding patient with symptoms of stenosis involved in mis tlif (minimally invasive transforaminal lumbar interbody fusion) procedure. It was reported that intra-operatively, the arm lock nearest the bed attachment would not tighten/lock properly. Product was utilized correctly according to the directions given in the IFU/labeling. There were no patient symptoms or complications reported as a result of this event. Patient is alive and no injury.